Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure. The contrast solution turned green in the inflation device. No pt injuries or complications occurred.